Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend of a patient with an implantable neurostimulator (ins). Friend said the patient's ins was turned off for some reason and they were unable to turn it back on. As a result of what was reported, the ins was replaced. No patient symptoms and no further complications have been reported as a result of this event.